Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Unit received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Unit had cracked display window, cracked case near display window corner, reservoir tube, reservoir tube window, reservoir tube lip, belt clip slot, battery tube threads, stained address and serial number label and missing end cap sticker.

Event description:
Customer reported having recent high blood glucose levels. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level was 400 mg/dl at the time of the call. No further information was provided.